Manufacturer narrative:
The reported event for communication issue/no connection between the ipg and the cp and pp was not confirmed, but the reported event of ipg not being able to be recharged was confirmed. At receipt the ipg did communicate with a lab ppg but the battery voltage was below the level where it is able to be recharged. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester and passed all tests. The root cause is a depleted internal battery due lack of charge. Per the record details, the patient last successfully recharged the ipg approximately 3 months ago (october 2020) based on the event date of (B)(6) 2021. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation due to the device unable to be charged. The device was unable to established communication with the clinician programmer and patient programmer. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.